Event description:
The provider states the left motor will turn at slower pace or wont turn at all. He states when the motor doesn't turn the chair will drive in a circle.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.